Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. D4 batch #: a9cn8f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. A manufacturing record evaluation was performed for the finished device batch a9cn8f, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure the handle broken. Changed to another one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.